Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient was treated and release. The patient also stated that she lost her battery cap during the hospitalization. The patient's blood glucose was 400 mg/dl at the time of incident. She experienced all notable symptoms of high blood glucose. The patient's blood glucose at the time of call was 164 mg/dl. No products were returned or replaced.